Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
The distractor didn't fit well into blue endplate and finally fell out. This is 1 of 1 report for event #(B)(4).